Manufacturer narrative:
A ge service representative was unable to evaluate the device. The customer evaluated the system. The reported problem was resolved by the customer tightening the lemo connection strain relief nut. The system was tested and found to be working as intended and put back into service. A ge service representative was unable to evaluate the device. The customer evaluated the system. The reported problem was resolved by the customer tightening the lemo connection strain relief nut. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.